Event description:
A pt in the ER developed cardiac arrest. The physician attempted defibrillation with a relatively new biphasic defibrillator. It failed to deliver the appropriate shock. With repositioning of the wire leads, he was able to deliver one shock, but subsequent attempts with this machine were unsuccessful. Other measures and a different machine were successful in returning a perfusing rhythm and the pt was resuscitated.